Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there was a disjunction of the clamp twice when setting up the clip. Changed the device to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two endo clip* 5mm clip applier. Inspection of the first instrument noted presence of clips in the tube. The device was dissembled and damaged to internal component was observed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. The second instrument was received with the body halves separating due to lack of weld. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Since the manufacture of this instrument, the process has been improved to detect this type of condition. The file will be closed as assembly error. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.